Event description:
On (B)(6) 2010, pt reported she was attempting to check the amount of insulin left in her insulin cartridge, but when she attempted to press the menu button to get to info, the buttons on the infusion device would not respond. Advised to check number of units remaining would need to press the check button. Pt attempted this but stated the buttons would not respond. Had pt install a new battery, but received the e8 (power interrupt) alert. Attempted to press the check button 2 times to clear the error, but the infusion device would not respond to the button press. Pt reported she does not have a backup infusion device; stated she would go on injection therapy. Pt reported she had a blood glucose reading of 81 mg/dl while on the call, she turned the infusion device off and ate something. On f/u call on (B)(6) 2010, pt reported 81 mg/dl was not a low reading for her. Pt's target blood glucose range is 80-120 mg/dl. Pt state she was not planing to eat anything but an hour after turning off the infusion device she drank some juice, and her reading after that was 125 or 135 mg/dl. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.